Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that there was a jam between the probe and the cannula and cannula was pulled out of the eye before vitrectomy surgery. The procedure was completed by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Corrected information provided in b.1., b.2., h.2., and h.11. Based on information received following submission of the initial report it was confirmed that the event, there was a jam between the probe and the cannula and cannula was pulled out of the eye is not a needle detachment issue but a product fit issue which is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. Hence this reported event does not meet the criteria for reporting. No further reports will be scheduled under mfg report num. 1644019-2025-01105. The manufacturer internal reference number is: (B)(4).